Event description:
It was reported that there was a hole in the graft after removal of the device requiring intervention. The target lesion was located in the non-tortuous and non-calcified arteriovenous graft in the arm. A 7.0 x 40mm, 135cm ranger drug-coated balloon catheter was used for dilation at 8 atmospheres for 2 minutes. Upon deflation, the balloon would not deflate. The device was pulled through the graft with the distal portion inflated and proximal part deflated. A small hole in the graft was noted, and the physician put a stitch in it to repair the graft. The case was completed, and no complications were reported.